Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during start-up of the device, a technical failure 389 alarm occurred, which indicated no o2 dosing was possible. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device log files were provided to technical support for evaluation. A review of the logs found that the device was operating in non-invasive ventilation (niv) mode on the reported event date. It is possible that the tf 389 alarm may have been related to the patient's breathing pattern and does not indicate a device malfunction. A field service engineer (fse) went onsite to evaluate the device and was unable to reproduce the reported alarm during testing. The device passed all circuit and verification tests with no issues found.